Manufacturer narrative:
No patient involved. A medtronic representative went to the site to test the equipment. The manufacturer representative notice the bellow covers was misaligned. The manufacturer representative adjusted the bellows cover and x-stage cover. The system then passed checkout and performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the site was having issues docking the gantry. No patient was present.